Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The complaint states that no audio output was reported. Product was provided for investigation. The allegation could not be confirmed via product. The probable cause could not be determined.